Event description:
The customer reported to olympus, the flex deflectable videoscope had scope communication error e227 occurred when connecting the device. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) (documented here due to character limitation in respective field). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Confirmation of the reproducibility of phenomenon relating to returned equipment. When checking the endoscopic image, it was confirmed that the error code "e227" was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that assembly stress (soldering heat, assembly stress, etc.) Due to repeated repairs and external stress (shocks such as bumps, application of static electricity, autoclave heat, etc.) Due to use in facilities accumulate on the video connector. It is possible that the circuit board built into the video connector has failed. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual of ltf-s190-5"chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.